Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port isp implantable port was returned for evaluation and one image, one photo and one video were provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was noted on the distal end of the attached catheter and on the proximal end of the distal catheter segment that was elliptical in shape. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged and the surface was noted to be granular. The image shows a complete break with catheter migration into the heart. Therefore, the investigation is confirmed for the reported complete catheter break, fluid leak and catheter migration to heart issues and the photo and video review also confirms the same. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and nine days post a port placement via the internal jugular vein, the port catheter was allegedly found to be broken into two parts and allegedly got separated from the port. It was further reported that a fluid leak was allegedly found below the skin in neck. Furthermore, a segment of the catheter was allegedly moved into the patient's superior vena cava and right atria. Reportedly, the catheter was removed, and the broken catheter segment was retrieved by cardiologist with endovascular approach using snare major procedure in cath lab. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo, image and video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and nine days post a port placement via the internal jugular vein, the port catheter was allegedly found to be broken into two parts and allegedly got separated from the port. It was further reported that a fluid leak was allegedly found below the skin in neck. Furthermore, a segment of the catheter was allegedly moved into the patient's superior vena cava and right atria. Reportedly, the catheter was removed, and the broken catheter segment was retrieved by cardiologist with endovascular approach using snare major procedure in cath lab. The current status of the patient is unknown.